Event description:
Procedure type: vaginal hysterectomy. According to the reporter; during the operation, the needle detached from the suture several times. The needle had to be searched in the uterus for about half an hour until it was found.